Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's wife reported that the patient had an infection. In a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported the pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained by the outpatient clinic on (B)(6) 2025 presented with no growth in the culture and a wbc count of 849/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip cefepime at 2000 mg (frequencies and durations not reported) to address the infection at home. The patient recovered from this event and remained asymptomatic upon completion of his antibiotic regimen. Though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient utilizes the same liberty select cycler for pd therapy as before the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections (1). The root cause of this patient¿s infection cannot be determined; however, there was no indication that the patient¿s infection was due to a deficiency or malfunction of nay fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures presented no growth, a decrease in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's wife reported that the patient had an infection. In a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported the pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained by the outpatient clinic on (B)(6) 2025 presented with no growth in the culture and a wbc count of 849/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip cefepime at 2000 mg (frequencies and durations not reported) to address the infection at home. The patient recovered from this event and remained asymptomatic upon completion of his antibiotic regimen. Though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient utilizes the same liberty select cycler for pd therapy as before the event.